Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was plugged in and had power and the blades were turning, but was not cutting the tissue. Another like device was used.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate and extend during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate, extend and eventually cut as intended. The device was tested and met all visual, quality, and manufacturing specifications prior to release for shipment.

Manufacturer narrative:
(B)(4).conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02107. The same patient is represented in each medwatch.